Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that they experienced three grand mal seizures in one day a few months after the vns implantation surgery. It was stated that the last grand mal seizure had been approximately a year prior to that. No additional relevant information has been received to date.